Manufacturer narrative:
Device was not made available by customer.

Event description:
The user facility reported that the device overheated during a procedure. The patient's lip was burned. The customer didn't provide further information regarding the severity.